Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during the procedure, the entire shaft of the pta balloon allegedly exploded due to over-inflation. It was further reported that the pta balloon and the broken parts were removed. There was no reported injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to have a complete circumferential rupture. The proximal end of the balloon was still attached to the outer catheter. A portion of the inner guidewire lumen was completely detached from both the balloon and catheter. The returned distal end of the balloon was noted to have a large longitudinal rupture along its entire length. No anomalies were noted to the y-body/strain relief. No functional testing was performed due to the condition of the sample. Per the reported information, the balloon was inflated past the rated burst pressure. This contradicts the instructions for use in the ultraverse 035 instructions for use. Therefore, the investigation is confirmed for the reported balloon rupture and identified detachment as the device was received with a portion of the balloon having a complete circumferential rupture from the rest of the device. Also, a portion of the inner guidewire lumen was seen completely detached from the balloon and catheter. The investigation is also confirmed for the reported over pressurization during inflation as the balloon was inflated past the rated burst pressure per the reported information. However, the investigation is unconfirmed for the reported shaft burst as there was no evidence of a burst shaft noted. The investigation is also inconclusive for reported removal difficulty as no evidence of the failure could be determined. The likely cause of the reported balloon rupture and identified detachment would be the result of inflating the balloon past the rated burst pressure. However, the definitive root cause of all the failures cannot be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per the reported information, the balloon was inflated past the rated burst pressure. This contradicts the instructions for use in the ultraverse 035 under warnings, step 6: "do not exceed the rated burst pressure recommended for this device. Balloon rupture may occur if the rated burst pressure rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." H10: b5, d4 (expiration date: 01/2026), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the entire shaft of the pta balloon was allegedly exploded due to over-inflation. It was further reported that the shaft allegedly broke after the balloon burst. Furthermore, there was difficulty in removing the device even though the pta balloon and the broken parts were removed. There was no reported patient injury.